Event description:
It was reported that during a procedure of the narrow, heavily calcified, diagonal vessel the balance middleweight universal ii (bmwuii) guide wire was being advanced with multiple unspecified guide wires and a guideliner in the guide catheter when resistance was met and it was difficult to advance. The guide wire was pulled backward and the tip was noted to have caught on the guide catheter and the tip stretched. The guide wire was removed from the anatomy without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was confirmed only when the distal kinked portion of the guide wire entered the distal end of the guiding catheter and when the guide wire was removed from the guiding catheter. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.